Event description:
A female pt underwent endovenous laser treatment for vein reflux. The doctor reported that a 13 cm piece of laser fiber and sheath broke off in the pt's leg vein during the procedure when the doctor pulled the fiber out. He noticed that a piece was missing. The pt needed surgery to remove the piece. The doctor states the procedure was a success and the vein is closed.